Event description:
Pt has been using octreotide sdv and using 1ml syringes to draw up medication. She could draw up the 1ml of medication into syringe fine but when she injects medication subcutaneously she can only get half of it delivered and the other half gets stuck in syringe. No missed doses yet and no side effects.